Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was oversensing, which therefore resulted in an inappropriate automatic mode switch. An electrocardiogram found the lead to be intermittent under-sensing due to the automatic mode switch. No action was taken. The patient was stable.